Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged damaged display issue was verified. The display screen was found to be cracked on the returned pump. The pump powered up to a blank display screen with auditory and vibratory features. The remaining testing could not be conducted due to the display issue. Pump casing was opened and a clear/legible display was restored when the damaged display screen was replaced with a test screen.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display lens was cracked. No information was provided regarding the legibility of the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).